Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead in two pieces measuring 6.5 and 46.5 cm respectively. An external abrasion was noted 42.4 to 42.7 cm from the distal tip, exposing the outer coil, consistent with friction to the device can. An external insulation abrasion was noted 46.4 to 46.6 cm from the distal tip, exposing the outer coil, consistent with friction to the device can. There were signs of compression noted in this region. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.